Event description:
At the conclusion of an uncomplicated total laparoscopic hysterectomy I was using the covidien endostitch auto-suture suturing device and the needle broke in half after passing it through the vaginal tissue one time (the first stitch). One half of the needle remained on the needle driver and the other half was embedded in the vaginal cuff. Fluoroscopy was performed and the 4mm portion of the needle seen in the vaginal cuff. However it could not be palpated or seen with the naked eye. After trying to get to the portion of the needle for over an hour and with several physicians (3 other board certified obgyn's) attempted and examining as well, I completed closing the vaginal cuff with vicryl and the portion of the needle was left in the vaginal cuff closure. The device was tested by myself and the scrub tech prior to using it and appeared to be in good condition prior to use. FDA safety report ID# (B)(4).